Manufacturer narrative:
Concomitant products: 5086mri52, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead was unable to capture and a lead dislodgement was suspected. The lead was found to be in the superior vena cava (svc). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.